Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low amplitudes resulting in an inappropriate shock in three episodes. Device data was sent to technical services (ts) for review. Data review determined the observed noise is consistent with that of potential sense b node impairment. The patient was then hospitalized and the system was evaluated with provocative maneuvers performed, however noise was unable to be reproduced. The system was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.